Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during related call, the caller reported the patient charges for an hour and takes it off and it still says zero, however the topic did not come up again during the related call. Called caller back to offer to assist and troubleshoot the issue. The caller said they were interested in finding out if different charging equipment was available. Redirected them to get in touch with the doctor to pursue the prescription for newer technology. Reviewed some general charging information for their current equipment. Caller said the patient has to charge 4 hours a day every day to keep him charged up and uses every bit of it, the issue has been going on at least 6 months and was getting worse. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The caller said patient has been in bed because they broke their kneecap and once they are recovered and walking again, they will have a higher demand for their dbs settings (understood to mean they expect the patient would need to recharge even longer every day).